Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer experienced a seizure due to low blood glucose level on (B)(6) 2014. Customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 102 mg/dl (aviva) and 56 mg/dl (ems's meter). Ems treated customer with glucose gel and he became responsive within 3-5 minutes and then was taken to the hospital where he was admitted and treated. Patient suffered an adverse event; there is no information to suggest adverse event was caused/contributed to by device. Requested return of suspect device and replacement was sent.